Event description:
It was reported that signal loss over one hour occurred for the g7 receiver. However, data for the g7 android app was provided for evaluation. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).